Event description:
The device was used to treat a cardiac arrest and the device reportedly would not monitor through the therapy cable and disposable electrodes. The paramedics attached electro cardiogram electrodes and pt cable and continued treatment. The pt was not resuscitated. There was no reported association between the malfunction and pt outcome.